Event description:
Hcp reports pt (patient) experienced severe diarrhea during apd treatment and may have contaminated set with fecal matter while using bathroom. Pt presented to hospital 10-4-97 with pain in abdomen and fibrin in effluent. Pt diagnosed with peritonitis, hospitalized and treated with IV antibiotics. On 10/8/97, patient was transferred to nephrologist's hospital and was then diagnosed with a bilateral hernia to the scrotal area, with leakage to scrotum. Due to the nature of the infection, the pt's catheter was removed on 10/09/97. Pt is currently on hemodialysis.